Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a no disposable clamp tubing alarm. It is unknown if there was air in the tubing. The reservoir volume was 54.9, rate 2.1, given 61.15. There was no patient injury reported.